Event description:
Through the manufacturer's periodic programming history review, it was found that high impedance was observed on (B)(6) 2011. No additional information has been provided.

Manufacturer narrative:
Device manufacturing records and programming history were reviewed. Device failure is suspected, but did not cause or contribute to a death or serious injury.